Manufacturer narrative:
(B)(4). The customer's meter and test strips have been requested for investigation. A follow up report will be submitted once an investigation is complete.

Event description:
A customer reported a complaint of low readings on their precision xtra blood glucose meter. The customer obtained a reading of 127 mg/dl compared to a laboratory reading of 392 mg/dl. The tests were performed within a ten minute timeframe. When plotted on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment.